Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed surgical intervention resolved the patient's issue.

Event description:
This report is related to the patient's ipg that was implanted for off-label use. It was reported the patient's ipg pocket was revised on (B)(6) 2015 due to the patient experiencing pain at the ipg site after weight loss.